Event description:
According to literature source, retrospective study evaluated the outcomes of patients who underwent total gastrectomy with curative intent for gastric cancer between 2017 and 2021. Circular stapler or another competitor circular stapler was used to perform an end to side esophagojejunostomy and a competitor linear stapler were used to perform linear anastomosis. The intraoperative endoscopy and air leak tests were used to confirm anastomotic integrity. There were 99 patients in the study and postoperative complications included: 6 anastomotic leaks and 8 infections. Reinterventions included 10 esophagogastroduodenoscopy and 14 computed tomography guided drainage of intraabdominal fluid collection. There were 14 unplanned ICU stay, 15 extended hospitalizations and 7 readmissions within 30-days that were also reported. Other complications not related to the device included: pulmonary, cardiac, renal, hepatic, thromboembolic complications and pneumonia.

Manufacturer narrative:
D10 concomitant product: unknown eea (lot#: unknown) candan çetinkaya-hosgör, philippa seika, jonas raakow, dino kröll, eva maria dobrindt, max magnus maurer, friederike martin, ramin raul ossami saidy, peter thuss-patience, johann pratschke, matthias biebl and christian denecke. Textbook outcome after gastrectomy for gastric cancer is associated with improved overall and disease-free survival. Journal of clinical medicine 2023, 12, 5419. Https: //doi.org/10.3390/jcm12165419. Pages 1-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.